Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak), which is an indication that the device would likely not have sufficient power for defibrillation energy delivery. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue and also determined that the device would not charge and deliver defibrillation energy. Physio further evaluated the digital pcb assembly and observed an on-time of over 10 hours. Physio determined that the excessive on-time was the likely cause of the reported power issue.